Event description:
Caller reported an alarm 2 followed by alarm 26, indicating recurring occlusion issues. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, opting to decline additional assistance, and cts closed the case.